Manufacturer narrative:
Additional information received - the reporter indicated the opacity was observed on (B)(6) 2015 and the cause was unknown. (B)(4).

Manufacturer narrative:
Expiration date - unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2015. At 3 months post-op, patient was 20/25 uncorrected and the pressures were normal. The reporter indicated the beginning of an anterior subcapsular cataract was noted at that visit. The lens was explanted and cataract surgery was performed.